Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Since the lot number is unknown, the full UDI number cannot be provided. Concomitant products were used during this study: carto mapping system. (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported that two patients with persistent atrial fibrillation in control group underwent radiofrequency ablation procedure using navistar thermocool catheter suffered post-procedural pulmonary vein stenosis. Additional information is received indicating that it is possible that bwi device cited in the article that led to the reported patient consequences. However there were no reported malfunction with any of the bwi catheters and systems used during the case. The event did not result in the impairment of a body function or damage to a body structure. It is unknown the event require hospitalization or not. Title: "application of st catheter in radiofrequency ablation for persistent atrial fibrillation." The purpose of this study was observe the curative effect of st catheter applicated in radiofrequency ablation treating for sustained atrial fibrillation. The study was conducted during march 2014-december 2014. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.